Event description:
It was reported a patient underwent an initial right total knee arthroplasty performed. Subsequently, one month post procedure, the patient underwent a manipulation under anesthesia due to limited range of motion. No additional complications have been reported.

Manufacturer narrative:
(B)(4). Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Additional associated products & mdrs. 42500005802 femur cemented posterior stabilized narrow right sz 5 lot# 64771556. MDR: 3007963827-2023-00104. Additional associated products. 42532006402 tibia cemented 5 degree stemmed right size c lot# 64884533. 42540000029 all poly patella cemented 29 mm dia lot# 64843618. Unk palacos r&g cement lot# unk.